Manufacturer narrative:
A functional evaluation of the returned device revealed the guide catheter did not function upon actuation of the handle assembly. The push catheter was cut to remove the proximal end of the pull wire assembly. A visual evaluation of the returned device revealed the twisted wire of the pullwire was broken where the straight wire of the pullwire attaches to the twisted wire. The welded portion of the twisted wire remained intact to the step of the straight wire. There was no damage to the push catheter and guide catheter. The stent was not returned for evaluation. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot. Based on the investigation results, this complaint is no longer a MDR reportable event.

Manufacturer narrative:
The patient's exact age is unknown, but is reportedly (B)(6). The device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a biliary drainage procedure in the common bile duct of a patient (patient age, sex, weight, and event date are unknown). During the procedure, as the pullwire was retracted for stent deployment, it was reported that the guide catheter would not retract. Although the guide catheter would not retract, the physician was able to deploy the stent at the target site. The device was removed at which point it was noted that the guide catheter has separated/broken from the pullwire. The separated/broken guide catheter remained within the push catheter allowing the device to be removed in one piece. The procedure was completed with no patient complications. The patient was reported to be in good condition after the procedure.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a biliary drainage procedure in the common bile duct of a patient (patient age, sex, weight, and event date are unknown). During the procedure, as the pullwire was retracted for stent deployment, it was reported that the guide catheter would not retract. Although the guide catheter would not retract, the physician was able to deploy the stent at the target site. The device was removed at which point it was noted that the guide catheter has separated/broken from the pullwire. The separated/broken guide catheter remained within the push catheter allowing the device to be removed in one piece. The procedure was completed with no patient complications. The patient was reported to be in good condition after the procedure.